Event description:
The complainant reported the use of a cp pump to support a patient undergoing high-risk percutaneous coronary intervention. During implantation of the impella cp, a 'placement signal not reliable' alarm occurred. A backup console was used to resolve the issue. No patient harm was reported.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of optical signal issue has been completed. Pump was not returned for investigation. Data log shows the placement signal not reliable alarm along and all parameter was down which indicate hard failure of the sensor. As per the clinical details, placement signal was lost immediately after the shockwave device used. The cause of the optical signal issue was damaged sensor due to the shockwave device interaction, based on given clinical details and data log review. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. Refer to the DHR checklist for indication of: "the following qns associated with this device, which are unrelated to this failure mode. 1. (B)(4) associated with the delo discovered on lumen on all 10 units of motor housings and single pin subassemblies. All 10 unites have been de-kitted and scrapped out from work order. 2. (B)(4) associated with the deviation related to 100% inspection in pigtail-inflow cage icls and final visual icls for debris in the inflow cage." This review revealed that this product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer.